Event description:
It was reported that a dual chamber eva bag was leaking from its port into the silver overwrap. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This was found before use. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.